Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 48 mg/dl. Customer was treated with food for low blood glucose. The customer stated that the insulin pump had no damage and the reservoir was locking in place. Customer was not using the auto mode. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.